Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial#: (B)(6), implanted: (B)(6) 2015, product type: extension, product ID: 39565-65, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead, product ID: 39565-65, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the manufacturer representative. Reported, that the doctor believed the extension was worn, prior to taking it out. The patient still had high impedance, after the surgery. And the rep programmed around them.

Manufacturer narrative:
Concomitant products product ID 3708160 lot# serial#(B)(6), implanted: (B)(6) 2015 product type extension product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3708160, serial/lot #: (B)(6), ubd: 10-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on april 4, 2024 during a implanted neurostimulator (ins) replacement surgery high impedances (>40,000 ohms) were measured on #8 and #10.  The doctor reported trouble getting the extension out of the old battery and observed that the extension was worn a little, and therefore stated the extension was probably the reason for the high impedances.   The extension was inserted several times into the new battery but the high impedances did not resolve.   No symptoms reported.  Patient weight was requested and provided.